Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed elevated blood glucose of 190 mg/dl after a recent meal and discovered that no meal announcement had been entered on the ilet; the user confirmed no insulin leaks or tubing kinks, and the device is an ilet using a teflon inset with adequate insulin remaining. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included a delay to treatment or therapy and a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure associated with the user interface, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.